Event description:
Caller reported a malfunction on the pump, specifically displaying malf 16, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.